Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the patient contacted animas stating she experienced a blood glucose (bg) value of 567mg/dl and was admitted to the hospital on (B)(6) 2013. The patient reportedly was extremely tired. The patient reportedly was using cold insulin and was using insulin that was freezing from the refrigerator. The patient reportedly was unaware the issue was due to the cold insulin she was using until she was in the hospital. It was noted that the health care provider (hcp) recommended changing out the site/set and the cartridge and after she changed out the supplies her bg issues resolved. This complaint is being reported because the patient experienced a hyperglycemic event while using insulin pump therapy. Use error contributed to the reported event because the patient was using cold insulin.